Event description:
The patient had a trifuse connected to their port. When the device was disconnected to perform a draw off the line the leur lock cap appeared broken and then fell off. No undue force was utilized when removing the device that would have caused the breakage.